Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the ventilator at manufacturer's service center, the device's display was found to be faulty. The device's lcd screen needs to be replaced to address the issue. The device was returned to the customer unrepaired as per the customer's request.